Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, seven minutes into the ablation phase of the procedure, the physician applied a tenaculum. The physician pulled the tenaculum away from the cervix and a cervical leak occurred. The patient sustained a first degree burn on the cervix approximately 3 cm in size. The physician applied silver nitrate and monsel's solution to treat the burn and no further treatment was required per the physician. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up information with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, expiration and manufacturing dates cannot be determined. The product has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.